Event description:
At implant the ICD detected vf and charged but did not deliver shock after induction of vf for dft testing. Device was warm to the touch and bottom end was "bulging". Patient was externally rescued.